Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of a clearlink set in which there was a no flow at the drip chamber, between the drip chamber and the tubing at the bottom of the drip chamber; which resulted in the drip chamber filling. This condition occurred during priming in tower 4 location of the hospital. There was no patient injury or medical intervention necessary. No additional information is available.